Event description:
The info received from the dealer indicates that the introductory end of the catheter is sharp and misshapen, which caused the customer a painful experience inserting and very slow withdrawal.